Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (lv) lead. The physician elected to do a surgery and unknown if they addressed the lv lead during the surgery. There were no patient consequences.